Manufacturer narrative:
Based on the limited information, we are unable to determine the root cause of the alleged broken tip. In the event additional information is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2014, we received a copy of medwatch, uf/importer # (B)(4). The customer reported that the tip of an angiojet solent omni catheter broke off during mechanical thrombectomy.